Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a minicap transfer set had leaked. This was found at the junction between the transfer set and the luer connecter of the y set, which occurred during connection. The transfer set had been used for 180 days. There was patient involvement, but there was no patient injury, adverse event, or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. The initial inspection of the sample could not confirm the reported condition of a leak. A visual inspection was performed and found no defects. Clamp and clear passage tests were performed with no issues noted. The set was functionally tested for a leak and found no defects. Should additional relevant information become available, a supplemental report will be submitted.